Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed with the naked eye. Based on the evaluation of the photograph, it was not determined if the titanium adapter was nonconforming. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a titanium adapter was loose. This event occurred during use while the patient was connected. The device has been in use for about ten years. There was no patient injury or medical intervention associated with this event. No additional information is available.